Manufacturer narrative:
The pneumatic module was replaced to fix the reported issue.

Manufacturer narrative:
No response from customer, no further information on the repair. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/28/17 phone call, 6/29/17 phone call, 6/30/17 phone call.

Event description:
The hospital reported that, when unit was turned on, it gets very hot and smells like it's on fire. There was no reported patient injury.